Manufacturer narrative:
Product complaint # (B)(4). Complainant part is not expected to be returned for manufacturer review/ investigation. Reporter is a j&j representative. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no conclusion could be drawn at the time of filing this report. The product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date the patient underwent for a procedure of fixation the bilateral sacral fracture using dps sacral bar implant with nuts and washers. The duration of follow up was 282 weeks. Healing was observed. Re- operation after index surgery was made due to stiffness, restriction of movement, and pain. An adverse event of pneumonia developed. No further information is available. Concomitant device reported: unk - nuts (part# unknown; lot# unknown; quantity: unknown). Unk - washer (part# unknown; lot# unknown; quantity: unknown). This complaint involves (1) device. This report is for (1) 6.0mm threaded sacral bar 260mm. This report is 1 of 1 for (B)(4).